Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up, down and ok keypad buttons reportedly were under-responsive to button presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/16/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/24/2015 with the following findings: all of the keypad buttons responded to button presses. No physical damage was found on keypad. The keypad was removed and no contamination found. The reported issue was not duplicated during testing. Unrelated to the complaint, the threads on battery cap were found to be stripped and the battery cap was unable to secure to the pump. A test battery cap was used for testing.